Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that a symptom episode was recorded by the implantable cardiac monitor but no arrhythmia was detected. No intervention was performed. The patient was in stable condition.